Event description:
During a reprogramming session, communication issues between the implant and the external equipment were observed. An advanced bionics representative performed device evaluation. The problem was confirmed.